Event description:
It was reported that the external pulse generator (epg) was not working. Further details were not available. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all functional tests. Battery flex is corroded and rusted. Battery drawer is contaminated and dented. The ring is bent. Both bails are missing. Battery contacts are compressed, corroded, and rusted. Both printed circuit board flexes are creased. Lead flex cover is corroded. Both bail covers are broken. Battery release and knobs are contaminated. Upper and lower case halves are broken and corroded.